Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed the cause of the report event was due to deformation of plug unit, that caused noise in the mage. However, the most probable cause of the was traced to component failure. In addition, foreign material was found coming out of the distal end due to clogging of the channel mount unit, however the most probable cause was determined cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.